Manufacturer narrative:
G2: country of event: japan. H3: product analysis # (b)(4, product: 9560100, lot no:1018367 analysis confirmed that the scratches on the outer tube and the image cloudiness were observed during the inspection at the time of receiving. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via the multiple sources (manufacturer representative, service & repair) regarding a endoscope used on patient having spinal therapy. It was reported that there was a cloudy phenomenon in the instrument. Product was immediately replaced with a spare product, so there was no delay in the operation. Therefore, there is no impact on patient. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: lot no updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.